Event description:
Ous MDR - it was reported that approximately 51 months after implant (lead and ICD) the impedances decreased out of range. During follow-up, sensing and threshold were in range. Subsequently, a defibrillation test was performed in which the fibrillation signal was detected by the ICD. Then the ICD lost contact with the programming device. The patient was defibrillated externally. Since then, no connection can be established with the ICD.

Manufacturer narrative:
The ICD and the fragmented lead were returned and underwent extensive analysis. After its receipt, the ICD was first checked visually. A spot of melted titanium was detected. In a next step, the ICD underwent an electrical check. Matching the clinical observation, it was not possible to interrogate the ICD. Based on these results, it can be assumed that a shock delivery into an external low-ohmic shock path led to the observed spark-over traces and damaged the electronic module, which lead to the ICD not being able to interrogate. The subsequent examination of the lead, which had been cut through 12 cm distal of the is-1 connector pin, showed multiple signs of abrasion. Especially 49 cm and 51 cm proximal of the tip electrode, the insulation was damaged due to fraying. The coating of the rope conductor to the rv shock electrode was damaged 51 cm proximal of the tip electrode. The encountered damage pattern is consistent with the analysis results of the ICD and most likely the cause of the clinical complaint. The position and kind of frayings are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. In addition, several cutes were found in the insulation of the lead, as well as deformations of the svc shock electrode, which are probably a result of the extraction. The manufacturing process of the ICD and the lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper ICD behavior. There were no indications of a material defect or manufacturing error.